Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused breast cancer and lung cancer in september 2021. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 17, 2024, and section h11 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused breast cancer and lung cancer in (B)(6) 2021. The patient did not report to receive medical intervention. After maximum attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.